Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver being stuck at the "dexcom" screen. A receiver boot test was performed and failed due to the receiver being stuck at the "dexcom" screen. Functional tests were not performed due to the receiver being stuck at the "dexcom" screen. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver being stuck at the "dexcom" screen. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.